Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port had the catheter separate from the hub during insertion.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8263628; the lot number was built / packaged on nfa line 1 from 24sep18 through 3oct18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed seven non-related qns were initiated on this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. DHR review was performed on lot number 8235504; the lot number was built / packaged on nfa line 1 from 26aug18 thru 05sept18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two non-related qns were initiated on this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Received two used nexiva 20ga units. One unit was in an opened package and one used unit in a plastic container and an opened empty package. From catalog number 383536, lot number 8263628. Also received one nexiva 20ga empty package from the catalog 383536, lot number 8235504. Four photos were submitted for evaluation: photo one displayed 2 plastic bags with a 20ga unit and opened pages in each bag. Photo two displayed two plastic bags with the paper top web (label) photo three displayed a 20ga straight adapter with an attached q-syte unit and the needle with the catheter tubing inside of a specimen jar. Photo four displayed a 20ga winged adapter with the needle/catheter tubing and a loose q-syte unit with an attached blue cap. Visual/microscopic evaluation: bag 1 ¿ needle had speared thru the catheter tubing wall approximately ½ inch below the catheter tip. There were bodily fluids/meds was present in the catheter tubing, notch and bevel of the needle. Bag 2 ¿ needle had speared thru the catheter tubing at the nose of the winged adapter bag 3 ¿ no observations and testing could not be performed because units were not received for investigation of this incident. Based on the evaluation of the submitted photos the defect catheter broke/separated after placement was not confirmed. The photos did not display any visible indication the catheter was broke or had been separated. Indeterminate: the defect catheter broke/catheter after placement was identified and confirmed with the returned units. Bodily fluids/meds observed within the unit indicates the needle and catheter were correctly assembled at the time of use. The defect associated with this incident report was caused by the cannula spearing the catheter tubing wall.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port had the catheter separate from the hub during insertion.

Manufacturer narrative:
The event description has been updated. The following information has been corrected: describe event or problem.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port had the catheter split/fray during use. The following information was provided by the initial reporter: catheter is separating from platform (hub) during insertion. Catheter is shearing in the patient when inserted with needle.